Event description:
It was reported the patient's blood glucose rose to 17.8 mmol/l (320.4 mg/dl). The pod was worn on the patient's hip/buttocks for between 5 and 24 hours.

Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. The internal leak was found to be the root cause of the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.